Manufacturer narrative:
The reported event involving a pump module(s) ¿it was reported during a site visit, that a clinician on the cardiovascular ICU [intensive care unit] stated that air-in-line alarms are especially challenging with tpn [total parenteral nutrition] infusions and with set model number 2420-0007. The clinician informed our clinical practice consultants that he resolves the air-in-line alarms by switching out the alarming channel to a new one.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported during a site visit, that a clinician on the cardiovascular ICU [intensive care unit] stated that air-in-line alarms are especially challenging with tpn [total parenteral nutrition] infusions and with set model number 2420-0007. The clinician informed our clinical practice consultants that he resolves the air-in-line alarms by switching out the alarming channel to a new one.